Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that scratches on screen were preventing customer from reading information on screen and cracks in casing around battery compartment and missing piece. The customer blood glucose was unknown at the time of incident. The insulin pump will not be return for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No unexpected low battery alarm anomalies noted. Device received with minor scratched lcd window and broken battery tube threads. (B)(4).